Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included transient ischaemic attack and parity 3. Patient had no known allergy to nickel prior to essure placement. Concomitant products included acetylsalicylate lysine (kardegic). On (B)(6) 2016, the patient started essure. On (B)(6) 2016, 183 days after starting essure, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), fatigue ("fatigue"), bacterial vaginosis ("bacterial vaginosis"), fungal infection ("mycosis"), arthralgia ("joint pain in fingers"), breath odour ("halitosis"), peripheral swelling ("swollen fingers") and skin plaque ("skin plaques"). The patient was treated with surgery (removal of essure by salpingectomy with resection of uterine horns). Essure was withdrawn. At the time of the report, the pelvic pain, fatigue, bacterial vaginosis, fungal infection, arthralgia, breath odour, peripheral swelling and skin plaque outcome was unknown. The reporter provided no causality assessment for pelvic pain, fatigue, bacterial vaginosis, fungal infection, arthralgia, breath odour, peripheral swelling and skin plaque with essure. The reporter commented: allergy to nickel was not tested after placement. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2016: ultrasound scan result was essure inserts correctly positioned. On an unknown date: allergy test result was not provided. Unspecified date: buccal examination - result not provided. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who developed pelvic pain 6 months after essure (fallopian tube occlusion insert) insertion. She was submitted to salpingectomy with removal of essure devices. The reported event is anticipated according to essure's reference safety information. During and after essure insertion, pelvic pain may occur. In this case, patient developed pain with a positive temporal relationship with essure procedure and no alternative explanation was available. Therefore; causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. Other events were also reported. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included transient ischaemic attack and parity 3. Patient had no known allergy to nickel prior to essure placement. Concomitant products included acetylsalicylate lysine (kardegic). On (b)(5) 2016, the patient started essure. On (B)(6) 2016, 183 days after starting essure, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), fatigue ("fatigue"), bacterial vaginosis ("bacterial vaginosis"), fungal infection ("mycosis"), arthralgia ("joint pain in fingers"), breath odour ("halitosis"), peripheral swelling ("swollen fingers") and skin plaque ("skin plaques"). The patient was treated with surgery (removal of essure by salpingectomy with resection of uterine horns). Essure was withdrawn. At the time of the report, the pelvic pain, fatigue, bacterial vaginosis, fungal infection, arthralgia, breath odour, peripheral swelling and skin plaque outcome was unknown. The reporter provided no causality assessment for pelvic pain, fatigue, bacterial vaginosis, fungal infection, arthralgia, breath odour, peripheral swelling and skin plaque with essure. The reporter commented: allergy to nickel was not tested after placement. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2016: ultrasound scan result was essure inserts correctly positioned. On an unknown date: allergy test result was not provided. Unspecified date: buccal examination - result not provided. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 19-apr-2017: quality safety evaluation of ptc company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who developed pelvic pain 6 months after essure (fallopian tube occlusion insert) insertion. She was submitted to salpingectomy with removal of essure devices. The reported event is anticipated according to essure's reference safety information. During and after essure insertion, pelvic pain may occur. In this case, patient developed pain with a positive temporal relationship with essure procedure and no alternative explanation was available. Therefore; causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. Other events were also reported. According to the product technical analysis, a product quality defect could not be confirmed but was considered plausible. Follow-up information is being sought.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included transient ischaemic attack on (B)(6) 2015 and parity 3. Patient had no known allergy to nickel prior to essure placement. Concomitant products included acetylsalicylate lysine (kardegic). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 6 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), bacterial vaginosis ("bacterial vaginosis"), fungal infection ("mycosis"), arthralgia ("joint pain in fingers"), breath odour ("halitosis"), peripheral swelling ("swollen fingers") and skin plaque ("skin plaques"). The patient was treated with surgery (removal of essure by salpingectomy with resection of uterine horns). Essure was removed. At the time of the report, the pelvic pain, fatigue, bacterial vaginosis, fungal infection, arthralgia, breath odour, peripheral swelling and skin plaque outcome was unknown. The reporter provided no causality assessment for arthralgia, bacterial vaginosis, breath odor, fatigue, fungal infection, pelvic pain, peripheral swelling and skin plaque with essure. The reporter commented: allergy to nickel was not tested after placement. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: not provided ultrasound scan - on (B)(6) 2016: essure inserts correctly positioned. Unspecified date: buccal examination - result not provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: no further information could be obtained from reporter company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who developed pelvic pain 6 months after essure (fallopian tube occlusion insert) insertion. She was submitted to salpingectomy with removal of essure devices. The reported event is anticipated according to essure's reference safety information. During and after essure insertion, pelvic pain may occur. In this case, patient developed pain with a positive temporal relationship with essure procedure and no alternative explanation was available. Therefore; causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. Other events were also reported. According to the product technical analysis, a product quality defect could not be confirmed but was considered plausible.